Manufacturer narrative:
A4: unk a5: unk a6: unk d6a: unk d6b: unk g4: this product is manufactured in the u.s. But not marketed in the u.s. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +05.00/+5.0/074, into the patients right eye (od). The lens tore/broke during injection/delivery into the eye and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon inserted and removed a 13.2mm vtich13.2 implantable collamer lens, +05.00/+5.0/074 (sphere/cylinder/axis) during the same surgery due to the lens tore/broke during injection/delivery into the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens. The result was very satisfied. Claim # (B)(4).